Manufacturer narrative:
Device evaluation in progress.

Event description:
Information received indicating that the pump gave lec 1720. The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was returned with a scratched lens. The event history log was reviewed and there was an error 1720. The pump was ran in user mode and the reported issue was unable to be duplicated. The error is a power_backup_capacitor_failure. The system is not reading the correct voltage on the backup capacitor and a repair or replacement is required. There was one entry in the log, but operation of the pump did not induce any errors. Approximately 12 attempts were made using the switch and pulling batteries to power cycle it. The backup capacitor is faulty and will be replaced as a preventative measure.